Manufacturer narrative:
Initial reporter is synthes sales representative. The repair technician reported the device failed in calibration during service and repair evaluation. Torque test failed high is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 22-aug-2019. The vendor will repair the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 31. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 03.632.204. Synthes lot # h697388-16. Supplier lot # h697388-16. Release to warehouse date: 21 nov 2018. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during testing at service and repair, a torque limiting handle with quick coupling failed in calibration. There was no patient involvement. This report is for one (1) 3.0 nm torque limiting handle with 4.5 mm quick coupling this is report 1 of 1 for (B)(4).